Event description:
A report was received that the patient had to recharge the ipg every two days. The patient will undergo replacement procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the old system was replaced because it was not able to cover the new pain area. No device malfunction was suspected. The patient was doing well postoperatively and it was reported that the new system was covering everything. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient had to charge the battery daily every two hours. The patient will undergo replacement procedure.

Manufacturer narrative:
(B)(4)